Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A batch review will not be performed as the lot number is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
On an unreported date, the patient began treatment with dianeal pd1 1.36%, dianeal pd1 2.27% and nutrineal pd4 unknown bag (2l, daily) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd) subsequent to light chain glomerulopthay with interstitial nephritis. On (B)(6) 2010, the patient experienced sterile peritonitis manifested by a feeling of pressure within her abdomen and cloudy peritoneal effluent. On the same day, the patient received remedial therapy with heparin (1000 ie). On (B)(6) 2010, the patient began remedial therapy with ceftazidim (1g, daily, ip), and cefazolin (1g, daily, ip). On (B)(6) 2010, the patient stopped therapy with dianeal pd1 and nutrineal pd4 and switched to physioneal unknown. As of (B)(6) 2010, the patient was recovering from the event of feeling of pressure within abdomen and sterile peritonitis. On an unreported date the patient was additionally treated with remedial therapy of vancomycin (5g, every 5 days, ip) and gentamycin (60mg, daily, ip). The physician stated that the events of feeling of pressure within abdomen and sterile peritonitis were related to dianeal pd1 and nutrineal pd4 therapy.